Event description:
A surgeon provided patient data along with a request for an outcome analysis. A review of the patient data and additional clarification from the site indicates this patient's bcva was 20/20 in the right eye prior to lasik surgery. No pre-operative ucva measurements were provided. At 6 months post-op, this patient's bcva was 20/20 in the right eye and 20/200 ucva. An enhancement was performed to improve the ucva and at one week post-enhancement, the bcva in the right eye was 20/40. Ucva was 20/60.